Event description:
Event verbatim [preferred term] foreign body reaction [foreign body reaction], vasculitis [vasculitis], narrow the lumen of an embolized vessel/complete occlusion [vascular occlusion], , narrative: this is a literature report for the following literature source(s): "the japanese society for ivr (ed.):guidelines for gelatin sponges used for vascular embolization 2013", the japanese society for interventional radiology, 2013; "japanese society of interventional radiology guidelines guidelines for gelatin sponges used for vascular embolization 2013", japanese society of interventional radiology, 2013; pgs:81-95. A patient (age and gender not provided) received absorbable gelatin (absorbable gelatin), for therapeutic embolisation. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: foreign body reaction (intervention required), outcome "unknown"; vasculitis (intervention required), outcome "unknown"; vascular occlusion (intervention required), outcome "unknown", described as "narrow the lumen of an embolized vessel/complete occlusion". The action taken for absorbable gelatin was unknown. Clinical course: vasculitis caused by a foreign body reaction to gelatin sponges may narrow the lumen of an embolized vessel, resulting in complete occlusion. The reporter considered "foreign body reaction", "vasculitis" and "narrow the lumen of an embolized vessel/complete occlusion" associated to absorbable gelatin. Causality for "foreign body reaction", "vasculitis" and "narrow the lumen of an embolized vessel/complete occlusion" was determined associated to absorbable gelatin (malfunction). No follow-up attempts are possible. Follow-up (26dec2023): this is a literature report for the following literature source(s): "japanese society of interventional radiology guidelines guidelines for gelatin sponges used for vascular embolization 2013", japanese society of interventional radiology, 2023, pgs: [81-95]. This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication. Updated information: reporter and literature information added. No follow-up attempts are possible. Follow-up (01feb2024): this is a spontaneous follow-up report from product quality group. Updated information included: to update year in literature information#2., comment: based on temporal association, a contributory role of absorbable gelatin to the events cannot be excluded. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] foreign body reaction [foreign body reaction], vasculitis [vasculitis], narrow the lumen of an embolized vessel/complete occlusion [vascular occlusion], , narrative: this is a literature report for the following literature source(s): "the japanese society for ivr (ed.):guidelines for gelatin sponges used for vascular embolization 2013", the japanese society for interventional radiology, 2013. A patient (age and gender not provided) received absorbable gelatin (absorbable gelatin), for therapeutic embolisation. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: foreign body reaction (intervention required), outcome "unknown"; vasculitis (intervention required), outcome "unknown"; vascular occlusion (intervention required), outcome "unknown", described as "narrow the lumen of an embolized vessel/complete occlusion". The action taken for absorbable gelatin was unknown. Clinical course: vasculitis caused by a foreign body reaction to gelatin sponges may narrow the lumen of an embolized vessel, resulting in complete occlusion. The reporter considered "foreign body reaction", "vasculitis" and "narrow the lumen of an embolized vessel/complete occlusion" associated to absorbable gelatin. Causality for "foreign body reaction", "vasculitis" and "narrow the lumen of an embolized vessel/complete occlusion" was determined associated to absorbable gelatin (malfunction). No follow-up attempts are possible., comment: based on temporal association, a contributory role of absorbable gelatin to the events cannot be excluded. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] foreign body reaction [foreign body reaction], vasculitis [vasculitis], narrow the lumen of an embolized vessel/complete occlusion [vascular occlusion], , narrative: this is a literature report for the following literature source(s): "the japanese society for ivr (ed.):guidelines for gelatin sponges used for vascular embolization 2013", the japanese society for interventional radiology, 2013; "japanese society of interventional radiology guidelines guidelines for gelatin sponges used for vascular embolization 2013", japanese society of interventional radiology, 2023; pgs:81-95. A patient (age and gender not provided) received absorbable gelatin (absorbable gelatin), for therapeutic embolisation. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: foreign body reaction (intervention required), outcome "unknown"; vasculitis (intervention required), outcome "unknown"; vascular occlusion (intervention required), outcome "unknown", described as "narrow the lumen of an embolized vessel/complete occlusion". The action taken for absorbable gelatin was unknown. Clinical course: vasculitis caused by a foreign body reaction to gelatin sponges may narrow the lumen of an embolized vessel, resulting in complete occlusion. The reporter considered "foreign body reaction", "vasculitis" and "narrow the lumen of an embolized vessel/complete occlusion" associated to absorbable gelatin. Causality for "foreign body reaction", "vasculitis" and "narrow the lumen of an embolized vessel/complete occlusion" was determined associated to absorbable gelatin (malfunction). No follow-up attempts are possible. Follow-up (26dec2023): this is a literature report for the following literature source(s): "japanese society of interventional radiology guidelines guidelines for gelatin sponges used for vascular embolization 2013", japanese society of interventional radiology, 2023, pgs: [81-95]. This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication. Updated information: reporter and literature information added. No follow-up attempts are possible., comment: based on temporal association, a contributory role of absorbable gelatin to the events cannot be excluded. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.